Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly examined. It was confirmed that there was guide wire stuck in the lead and was very bent in several places. A fractured was noted in the lead¿s cable. This type of fracture can occur when a wire was stuck in the lead and the wire was pulled with force and lead was held stable.

Event description:
Boston scientific received information that this left ventricular (lv) lead was a case of attempted implant as the physician had difficulty in passing through the lead down to the inner catheter. When the physician removed the lead, a wire was stuck in the lead. This lv lead was returned back to the laboratory. No adverse patient effects were reported.